Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, thermal damage could clearly be seen in the provided pictures. Additionally, the failure pattern is a known issue and is addressed in a CAPA. A new design was released for the affected cable(s); however, this device was built before implementation of the new design. The biomed stated they replaced the wiring to the motor protection switch (mps) with the new style cables. The mps and the tripped fuse were also replaced to fix the issue. The complaint investigation determined that the cause for this failure was most likely a combination of the tripped fuse in the local power supply and bad electrical contact at the mps. The investigation was performed without machine files as no sd card was installed in the device. No review of the device history records (DHR) was required. Based on the information available and the provided pictures, the reported event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that an aquabplus 2000 had a concentrate pressure too low alarm (w-02-51-03) occurring on the reverse osmosis (ro) device during supply mode. The biomed stated the booster pump kept shutting off on its own and would not stay powered on. To resolve the reported issue, the biomed replaced the fuse, the power protective switch, and the connecting cable. Upon follow-up, it was reported that the fuse and power protective switch were damaged from an electrical surge. Ftp files could not be provided as there was no sd card installed in the machine. After discovering this, an sd card was ordered and installed. The biomed stated that the ¿old style¿ cables (with yellow cable lugs) were replaced with the new style cable lugs. Photos of the motor protection switch (mps) from stage 2 were provided for review, and thermal damage was identified in those photos.